Event description:
Customer reported set leaked above upper fitment when new bag of cytarabine was being hung. Chemo spill was contained. No pt harm occurred. Although requested, no further pt/event info was provided.

Manufacturer narrative:
(B)(4). The set was discarded at the facility. The lot number was not identified; therefore, lot history record review could not be performed.